Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: during the closure of the cystic arterial, the surgeon reports that during use, occasionally after applying a clip, closing the handle did not immediately release the other clip, to release it, it was necessary to close the handle again, this event was repeated at least twice. No clinical impact. Completed the procedure using the tool by closing the handle for the second time when the clip did not come out when the handle was closed for the first time. Intervention: completed the procedure using the tool by closing the handle for the second time when the clip did not come out when the handle was closed for the first time. Patient status: no patient injury reported.